Event description:
Tympanic thermometer reading was inaccurate (low) when compared with rectal and oral thermometers. This may have contributed to delay in detection of fever in pt who subsequently died of sepsis.